Event description:
It was reported to the manufacturer by the end user, per the end user, the resident moved to roll over in bed. The mattress and resident flipped over on the bed. The mattress was not secured to the bed frame. The resident sustained a skin tear and bruising to the right arm. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.